Manufacturer narrative:
A ge service representative performed an on site investigation. The lateral motor potentiometer gear was replaced during the service call. The system was tested, and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a lateral motion error message prior to a case. The procedure was completed without incident. No patient injury was reported.